Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a solicited report by a physician from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and physioneal unspecified clearflex (lot numbers not reported) therapies for automated peritoneal dialysis (apd). It was not confirmed if the patient received extraneal viaflex and physioneal unspecified clearflex at the time of the event. In (B)(6) 2012 (possibly the (B)(6) 2012), the patient experienced peritonitis. The reporter was uncertain of the exact date when the event occurred. Treatment was not reported. Outcome was not reported.